Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose. It was stated that the customer was experiencing high glucose for the past five days. It was stated that the customer was treated with manual injections while being in the hospital. Ran a fixed prime test and passed. It was stated that customer was disconnected from the insulin pump at the time. During the call it was stated that the battery cap was lost and requested a replacement. Advised the caller to call back when the battery cap arrives to troubleshoot the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.